Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of the cannula sensor causing a cannula recognition issue within the affected universal surgical manipulator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the ¿cannula sensor¿ was further inspected and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the printed circuit assembly sensor chipencoder virtual absolute degrees of freedom 4 was found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 1162 occurred at startup. The customer attempted multiple power cycles with emergency power off (epo) reset and reinstalled the cannula several times, but the issue persisted. The customer planned to follow up with the surgeon to determine if the case could proceed using a three-arm system. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the anticipated procedure at the time of the call was eventually aborted with no patient involvement. Furthermore, the customer attempted to use the system again for another procedure; however, the issue recurred but the customer was able to clear the error fault and complete the planned procedure.